Event description:
It was reported that a patient who underwent an unspecified breast surgery with a mentor memorygel breast implant 275cc gel breast prosthesis developed baker grade iii capsular contracture in her right breast post implantation. As a result, the patient underwent explantation on (B)(6) 2023. During explant surgery, it was observed that the removed right breast prosthesis had a white color.

Manufacturer narrative:
Device evaluation summary: according to the information received, when the doctor explanted the implant, the breast implant color changed to white color. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel of the breast implant appeared whitish. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. A second product was received (lot#: 9635568). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: capsular contracture. H6 investigation findings c22: cosmetic defect. H6 investigation conclusions d17: cosmetic issue. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).